Manufacturer narrative:
(B)(4).

Event description:
Procedure: bilateral tep totally extraperitoneal. According to the reporter, after they were finished with the procedure and went to pull the instrument out, the balloon fell off into the patient abdominal cavity. It was retrieved and it was checked to ensure that it was still whole, which it was. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no reinforcement material used.